Event description:
It was reported that the device would not boot up completely. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found that it had a blank display and would not boot up successfully. Physio replaced the system and memory pcb assemblies to observe proper device operation through functional testing. The device was returned to the customer for use.